Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the end of the clip was bent out of the package and would not advance out of the sheath. The physician successfully completely the procedure with another of the same device with no patient complications. The patient was reported to be fine at the conclusion of the procedure.